Event description:
According to the reporter, during an open gastrectomy, the 60mm black reload had incomplete engagement with the adapter latch and cannot be unloaded. It was mentioned that the joint of the short adapter broke off. Another 60mm yellow reload was used, this time it had loading issue and could not engaged with the new standard adapter. The adapter and reloads were replaced to fix the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60axt egia60 artic extra thicksulu (lot#: n3j2301y); egia60avm egia 60 artic vasc med sulu (lot#: n3m1521y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open gastrectomy, the 60mm. Black reload had incomplete engagement with the adapter latch and cannot be unloaded. It was mentioned that the joint of the adapter broke off. Another 60mm. Yellow reload had loading issue and could not engaged with the adapter. The adapter was replaced to fix the issue. There was no patient injury

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload partially attached and a gap between the distal end of the adapter outer tube and the proximal end of the reload was noted. Functionally, the reload could not be removed from the handle by pressing the blue unload switch back toward the signia handle then twisting and removing the reload from the adapter. The blue unload switch could be fully depressed. The adapter was connected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. The adapter had 40 of 50 procedures remaining. The adapter body was opened up, and the articulation mechanism was found to be out of home position. The articulation mechanism was centered with an rpa manual retract tool, and the adapter body was reassembled. The attached reload was able to be removed. An rpa reload could then be loaded and unloaded without issues. It was reported that the joint of the short adapter broke off. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the 60mm black reload had incomplete engagement with the adapter latch and cannot be unloaded. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open; reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.